Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. Visual inspection of the device noted the shaft was bent. Functionally, the tacks fired and seated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration . Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair. The shaft of the tacking device bent at the point where it connects to the handle, and then stopped firing tacks. The surgeon was able to squeeze the handle of the tacker, but no tacks were deployed. The patient was obese, and the tacker was pushed as far into the trocar as it could go in order to make contact with the mesh. A lot of force was exerted on the device in order for it to approximate the mesh/tissue/ some of the tacks did not hold, and fell out. A second tacker was used and seemed to work fine. A third tacking device was also used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.